Manufacturer narrative:
Evaluation results: (moderate tortuosity and severe calcification with 99% stenosis), conclusions: (moderate tortuosity and severe calcification with 99% stenosis).

Event description:
A 1.25mm diameter x 6mm length sprinter legend dilatation balloon catheter was inserted into a patient for the treatment of a left circumflex lesion. The lesion morphology was reported as moderate tortuosity and severe calcification with 99% stenosis. It was reported that another manufacturer's balloon was inserted; however it was unable to cross the lesion. It was reported that the sprinter legend dilatation balloon catheter was advanced however, it also could not reach the lesion site. It was reported that when the balloon was inflated at the proximal portion of the target lesion; the balloon burst on first inflation. The device was successfully removed. The lesion was successfully treated by rotablator an unknown balloon and another manufacturer's stent. No clinical sequelae were reported and the patient is fine. Evaluation summary: medtronic has received the device and the evaluation has been completed. The device was kinked 48.5 and 56cm distal to the strain relief possibly due to coiling of the device for return. There were small amounts of blood present in the balloon indicating the presence of a leak. Negative purge did not confirm the presence of a leak on the device possibly due to the presence of contrast residue in the inflation lumen. The device was placed in a water bath in an effort to disperse the residue. On removal from the water bath negative purge confirmed the presence of a leak. Under polarized light, a small tear was located above the distal end of the marker band.